Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not revised therefore, not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. As reported: "his head and liner were revised to a sleeve and a biolox head due to altr. This is revision 1 for this hip. No implants returned per hospital policy. No further information available to hospital or rep."